Manufacturer narrative:
Citation: marchel et al. Left ventricular outflow obstruction after tavr due to systolic anterior motion successfully treated with cardiac pacing. J cardiothorac vasc anesth. 2020 oct;34(10):2718-2721. Doi: 10.1053/j.jvca.2020.04.042. Epub 2020 may 16. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)year-old female patient with severe aortic stenosis who underwent implant of a medtronic 29-mm evolut r bioprosthetic valve (no serial numbers provided). One day post-implant, echocardiogram detected a significant gradient in the left ventricular outflow tract (lvot) due to the systolic anterior motion of the mitral valve (sam). A newly developed first-degree atrioventricular block and a left bundle branch block were also observed. Subsequently, an atrioventricular pacemaker was successfully implanted. Sequential pacing with short atrioventricular delay was initiated, resulting in a significant decrease of the lvot gradient. No additional adverse patient effects or product performance issues were reported.